Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, an (B)(6)-year-old female child patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 580 mg/dl at the time of the event which they tried to treat with correction bolus via pump. She had small ketone level which was not assessed as dangerous/ life threatening by her healthcare professional. Moreover, the infusion set had been used for 3-4 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.